Manufacturer narrative:
Correction was made. D15 is the conclusion code based on failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was installed onto a golden system and passed normal mode. The usm was then installed onto a patient fixture test platform (pftp) where the unit passed the fiber test. Once tested was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. Probable root cause is attributed to the rolling loop fiber assembly.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 307 occurred on the universal surgical manipulator (usm) arm 1 that it became inoperable after applying 'recover fault.' The intuitive surgical, inc. (Isi) technical support engineer (tse) found the arm was disabled and advised the customer to cycle the power, but the error changed to 319 and persisted. As it was difficult to continue the procedure with only three arms, the procedure was converted to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports.